Event description:
As reported via the excellent study (B)(6), a 78-year-old female (subject (B)(6) with a medical history of atrial fibrillation and hypertension, presented with an unwitnessed wake up stroke. Last time seen well was on (B)(6) 2023 at 21:30. Symptoms were first observed on (B)(6)2023 at 09:30. The patient was presented to the treating hospital on (B)(6) 2023 at 09:50. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nihss score was 16 and an mrs score of ¿0-no symptoms.¿ the patient underwent an endovascular mechanical thrombectomy on (B)(6)2023 using an embotrap iii 5 mm x 37 mm (et309537/ 23c219av) device for occlusions at the m1 segment of the right middle cerebral artery (mca) and the a3 segment of the right anterior cerebral artery (aca). The pre-pass mtici score was 0. The 1st pass was done using the embotrap iii device for the mca occlusion and resulting in a mtici score of 3 with clot retrieval in the ¿aspiration-ic, ls, or bgc.¿ the 2nd pass was done using the embotrap iii device for the aca occlusion and resulted in a mtici score of 0 with no clot retrieval. The 3rd pass was done using direct contact aspiration alone, resulting in a mtici score of 2a with no clot retrieval. The 4th pass was done using the embotrap iii device for the aca occlusion and resulted in a mtici score of 2a with clot retrieval in the ¿aspiration-ic, ls, or bgc.¿ due to ¿persistent clot¿, a 5th pass was made using a trevo 3mm x 32 and resulted in a mtici score of 3 with clot retrieval in the ¿aspiration-ic, ls, or bgc.¿ during the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 trevo and a 0.014 provue14 microcatheters, a 0.068 penumbra red68 and a 0.045 zoom intermediate catheters, and a bobby balloon guide catheter were also used. There were no reported intraoperative study device deficiencies. On (B)(6) 2023, the same day as the procedure, the patient experienced the adverse events of ¿right neck hematoma and right groin swelling,¿ which became known to the site and sponsor on (B)(6) 2023. The principal investigator (pi) assessed these events as mild, not serious, but could result in serious deterioration of health, and as not related to the study device nor the large bore catheter, but probably related to the primary surgical procedure. This event was not medically treated, and the outcome is recorded as ¿recovering/resolving¿. The patient¿s 24-hour post-procedure nihss score was 22. On (B)(6)2023, the patient was discharged ¿home with home hospice,¿ with a nihss score of 22 and a mrs score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention¿. Additional information was received on 30-nov-2023. Summary: on (B)(6)2023, the patient experienced the event of ¿intraventricular and intraparenchymal hemorrhage,¿ which was made known to the site on (B)(6) 2023 and sponsor on (B)(6) 2023. The pi assessed the event as a serious, severe adverse event, that was not related to the study device, not related to the large bore catheter, and not related to the primary procedure. The event resulted in serious deterioration of health and prolonged hospitalization; the patient was admitted on (B)(6) 2023 and was discharged on (B)(6) 2023. The event was not medically treated, and the outcome is recorded as ¿not recovered/not resolved,¿ with no end date listed. Additional information was received on 01-dec-2023. Summary: on (B)(6) 2023, the patient experienced the event of ¿progression of index stroke,¿ which was made known to the site on (B)(6) 2023 and sponsor on (B)(6) 2023. The pi assessed the event as not serious, moderate in severity, and as not related to the study device, not related to the large bore catheter, and not related to the primary procedure. The event resulted in serious deterioration of health and prolonged hospitalization; the patient was admitted on (B)(6) 2023 and was discharged on (B)(6) 2023. The event was not medically treated, and the outcome is recorded as ¿recovering/resolving,¿ with no end date listed. Additional information was received on 08-dec-2023. Summary: regarding the adverse event "right neck hematoma and right groin swelling," the term has been updated to "right neck hematoma," and the event of ¿right groin swelling¿ was entered as a separate event (log line 4). Regarding the adverse event of ¿right neck hematoma,¿ the outcome: "recovering/resolving" was updated to "recovered/resolved." The answer field for ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from "blank" to "n/a (does not meet above criteria)." The end date for both events, right neck hematoma and right groin swelling, was updated from "blank" to "(B)(6) 2023.¿ regarding the event of the event of ¿progression of index stroke,¿ the outcome of "recovering/resolving" was updated to "fatal." The end date: "blank" was updated to "(B)(6) 2023." Severity: "moderate" was updated to "severe." ¿is the adverse event serious?¿ was updated from "no" to "yes." Additional/modified information was received on 14-dec-2024. Summary: the adverse event term "intraventricular and intraparenchymal hemorrhage" was updated to "intraventricular hemorrhage." The event of ¿intraparenchymal hemorrhage¿ was entered as a new (separate) adverse event. Summary: on (B)(6) 2023, the patient experienced the event of ¿intraparenchymal hemorrhage,¿ which the pi assessed as a serious, severe adverse event, that was not related to the study device, not related to the large bore catheter, and not related to the primary procedure. The event resulted in serious deterioration of health and prolonged hospitalization; the patient was admitted on (B)(6) 2023 and was discharged on (B)(6) 2023. The event was not medically treated, and the outcome is recorded as ¿not recovered/not resolved,¿ with no end date listed. Additional/modified information was received on 17-dec-2024. Summary: a clinical event committee (cec) adjudication for the adverse event of ¿intraventricular hemorrhage¿ was received. The relationship of event to embotrap iii study device and primary study procedure were updated from ¿not related¿ to ¿possibly related.¿ it was further commented the event was ¿secondary to intraparenchymal hemorrhage.¿ the relationship of event to the embovac large bore catheter was updated from ¿[blank]¿ to ¿not related.¿ a clinical event committee (cec) adjudication for the adverse event of ¿intraparenchymal hemorrhage¿ was also received. The relationship of event to embotrap iii study device and primary study procedure were updated from ¿not related¿ to ¿possibly related.¿ the relationship of event to the embovac large bore catheter was updated from ¿[blank]¿ to ¿not related.¿

Manufacturer narrative:
Product complaint (B)(4). Section a1. Patient identifier: (B)(6). The device has been reported as unavailable and will not be returned for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Per the additional/modified information received on 17-dec-2024, the clinical event committee (cec) adjudication deemed the events of ¿intraventricular hemorrhage and intraparenchymal hemorrhage¿ as being possibly related to the embotrap iii study device and possibly related to the primary surgical procedure. Based on this assessment, the correlating relationship between the events to the used embotrap iii study device as a contributing factor cannot be ruled out. There are clinical and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, that may have contributed to the reported events rather than the design or manufacture of the device. Both events are to be considered serious, as the events resulted in prolonged hospitalization and the outcome for both events are recorded as ¿not recovered/not resolved.¿ based on this information and the assessment of the clinical event committee (cec), the events of ¿intraventricular hemorrhage and intraparenchymal hemorrhage¿ meets us FDA reporting criteria under 21 cfr 803 with a classification of a ¿serious injury,¿ with an awareness date of 17-dec-2024. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.